Event description:
The customer reported the collimator hand control had exposed wires and the table sweeps in up and down motion.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep lubricated the gear worm and pushed in cable from the collimator control. Now it doesn't show wires. The table still makes a little noise but it comes from the dust cover and the customer didn't want to put any lubricant, so it won't attract dust. On the door open message issue, the service rep troubleshot and replaced the table display adaptor pcb and the door open message issue is gone. The system is working as intended.